Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation and was having difficulty charging the ipg. It was believed that electrocautery could have been used in past surgeries to compromise the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).